Event description:
It was reported that the part of the insulin pump where are located the up and down arrow was coming off the device. The caller also stated that the drive support cap got pushed when priming the device and the customer has to hold that end down or it will push out during delivery. The customer placed a band-aid on the whole end of the insulin pump to hold in place right now. Advised the customer to discontinue the used of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Visual inspection showed that the insulin pump had a cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, detached end cap and cracked display window. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.